Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the ipg was tilted and moved around the pocket creating irritation and swelling. The patient will undergo a revision procedure. No further information could be obtained at this time.